Event description:
It was reported that during a liver resection procedure, the device began to work off and on, and then began to give an error tone. Case completed with another device of the same product code. No patient consequence.

Manufacturer narrative:
Blade damage / cracked tip. Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The device was returned with the blade scratched, gouged and cracked. The device was tested with a generator and a solid tone was received. The identified blade damage may have occurred from external contact during pre-op or general use. For this reason the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." The batch record was reviewed and no anomalies were noted during the manufacturing process.